Manufacturer narrative:
(B)(4). Batch # r5a140. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45d cartridge reload present. The cartridge was received unfired and cartridge deck damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge occurred, it is possible that the damaged was due to an improper handling of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the vats left upper lobe resection surgery, could not fire when severing pulmonary fissure tissue on the 3rd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.